Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the acoustic lens has a scratch was due to physical stress such as falling or shock on the product due to the handling of the client. The event can be detected/prevented by following the instructions for use which state: ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope check ultrasound transducer scope rotation. During inspection and evaluation, acoustic lens has a scratch which reaches to the glue-layer during reprocessing. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: ultrasound probe is loose, rotate the tip loosely, there is a scratch on the connecting tube, the forceps channel port is shaved, the bending angle in the down direction does not meet specification due to wear of the angle wire, the leftward bending angle does not meet specification due to wear of the angle wire, the bending angle in the right direction does not meet the specification due to wear of the angle wire, universal cord has scratches, the adhesive on the bending rubber has come off, there is a scratch on the tip, loose tip rotation, the forceps elevation angle does not meet specification due to damage to the forceps elevator wire, the control unit is dirty, there is a scratch on the grip, up/down knob play exceeds the specification due to angle wire wear, there is a dent in the switch box, moisture removal ability does not meet specification due to deformation of the nozzle, the bending angle in the up direction does not meet the specification due to wear of the angle wire, and due to angle wire wear, the play of the right/left knob exceeds specifications. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.